Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') and genital haemorrhage ('gen.abnorm.bleed') in a 26-year-old female patient who had essure (batch no. 808914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness. No inhaler needed. No problems since childhood,. Previously administered products included for an unreported indication: coumadin. Concurrent conditions included cardiovascular disease, unspecified, cardiovascular syncope, anxiety, mitral valve prolapse, kidney stone, pulmonary embolism, chest pain, anemia iron deficiency, shortness of breath, malignant lymphoma nos, sarcoma (lymphatic), asthma, menometrorrhagia, abdominal pain, back pain, phlebolith, paranasal sinus infection, swelling nos, uterine bleeding, weight gain, depression, endometriosis, irregular menstruation, myalgia (and joint skin), hypothyroidism, nausea, vomiting, dysuria, fever, chills, drug allergy (reglan) and drug allergy. Concomitant products included acetylsalicylic acid (aspirin) for homocysteine level increased. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmennorhea(cramping)"). The patient was treated with surgery (ablation and hysterectomy full, salpingectomy bilateral, oophorectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, migraine, headache, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events- dyspareunia, apareunia, chronic pain, dysmenorrhea, genital bleeding, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: bilateral tubal ligation inserts are present. There is a large right adnexal cystic lesion measuring approximately 4.9 x 5.0 cm. This was almost certainly benign, further evaluation with pelvic ultrasound in 8 to 10 weeks was recommended, the visualized portions of the gi tract show no evidence of bowel wall thickening, adjacent inflammatory change or intrinsic mass. No hydro nephrosis nor calcifications in the kidneys on either side and no change. There is no hepatosplenomegaly, focal hepatic or splenic lesion seen, there is no dilatation of the intrahepatic biliary radicles, no large gallstone seen, there was no renal stone or evidence of obstructive uropathy seen bilaterally, no renal mass seen, both kidneys demonstrate normal excretion. No bowel obstruction, no abdominal aortic aneurysm or dissection seen, no retroperitoneal mass seen. Incidentally noted is a large circumaortic left renal vein.. Computerised tomogram pelvis - on (B)(6) 2014: results: no renal stone or evidence of obstructive uropathy. Findings: no discrete lesions are seen the liver, spleen, adrenals, pancreas nor the kidneys, gallbladder shows no prescriptions, no biliary duct dilatation is seen, no dilated loops of bowel are seen, no compression vertebral deformities are seen.. Computerised tomogram thorax - on (B)(6) 2014: there is suboptimal opacification of the pulmonary artery. No pulmonary embolism,no enlarged supraclavicular, axillary, mediastinal or hilar lymph nodes identified. There is no focal consolidation. No pneumothorax. No acute cardiopulmonary normality. Deep vein thrombosis.. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Magnetic resonance imaging brain - on (B)(6) 2013: the brain volume was age-appropriate. No acute intracranial hemorrhage, extra-axial fluid collection or mass lesion. No mass effect or midline shift. The suprasellar and basilar cisterns are 'co patent. There is preservation of the gray-white matter differentiation.. Ultrasound scan vagina - on (B)(6) 2014: findings:uterus: anteverted measuring 7.3 x 4.7 x 3.9 cm in its greatest longitudinal ap and transverse dimensions respectively. Myometrial echo pattern appears homogenous and unremarkable. Trace fluid is seen in the cervix. Endometrium measures 5.7 mm in its double layer thickness. This was within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: ppf received: newly added events - dysmenorrhea, genital bleeding. Consumer address updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 26-year-old female patient who had essure (batch no. 808914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dizziness. No inhaler needed. No problems since childhood,findings: no discrete lesions are seen the liver, spleen, adrenals, pancreas nor the kidneys, gallbladder shows no prescriptions, no biliary duct dilatation is seen, no dilated loops of bowel are seen, no compression vertebral deformities are seen,no hydro nephrosis nor calcifications in the kidneys on either side and no change,there is no hepatosplenomegaly, focal hepatic or splenic lesion seen, there is no dilatation of the intrahepatic biliary radicles, no large gallstone seen, there was no renal stone or evidence of obstructive uropathy seen bilaterally, no renal mass seen, both kidneys demonstrate normal excretion. No bowel obstruction, no abdominal aortic aneurysm or dissection seen, no retroperitoneal mass seen. Incidentally noted is a large circumaortic left renal vein. No acute intracranial hemorrhage, extra-axial fluid collection or mass lesion. No mass effect or midline shift. The suprasellar and basilar cisterns are 'co patent. There is preservation of the gray-white matter differentiation. There is suboptimal opacification of the pulmonary artery. No pulmonary embolism,no enlarged supraclavicular, axillary, mediastinal or hilar lymph nodes identified. There is no focal consolidation. No pneumothorax. No acute cardiopulmonary normality. Deep vein thrombosis,no renal stone or evidence of obstructive uropathy seen bilaterally. No other significant interval change seen. Not visualized due to bowel gas. No free fluid in posterior cul-de-sac. No fluid in the cervix was seen. No evidence of inguinal adenopathy. The kidneys show no evidence of obstructive uropathy. No renal stones or cysts identified,no free fluid or pelvic adenopathy was present. No radiographic findings to explain patient's acute abdominal pain. Previously administered products included for an unreported indication: coumadin. Concurrent conditions included cardiovascular disease, unspecified, cardiovascular syncope, anxiety, mitral valve prolapse, kidney stone, pulmonary embolism, chest pain, anemia iron deficiency, shortness of breath, lymphoma, sarcoma (lymphatic), asthma, menometrorrhagia, abdominal pain, back pain, phlebolith, paranasal sinus infection, swelling, uterine bleeding, weight gain, depression, endometriosis, irregular menstruation, myalgia (and joint skin), hypothyroidism, nausea, vomiting, dysuria, fever, chills, drug allergy (reglan) and drug allergy. Concomitant products included acetylsalicylic acid (aspirin) for homocysteine level increased. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (she had surgery to remove the essure implant.) And surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, headache and dyspareunia outcome was unknown. The reporter considered dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion MRI brain of (B)(6) 2013. Contiguous axial slices of the head were submitted without IV contrast. The brain volume was age-appropriate. Findings: uterus: anteverted measuring 7.3 x 4.7 x 3.9 cm in its greatest longitudinal ap and transverse dimensions respectively. Myometrial echo pattern appears homogenous and unremarkable. Trace fluid is seen in the cervix. Endometrium measures 5.7 mm in its double layer thickness. This was within normal limits. Comparison: CT abdomen pelvis dated (B)(6) 2014. Technique: multiple contiguous axial CT slices of the abdomen and pelvis were obtained without oral or IV contrast. Additional coronal reformatted images were also obtained. Bilateral tubal ligation inserts are present. There is a large right adnexal cystic lesion measuring approximately 4.9 x 5.0 cm. This was almost certainly benign, further evaluation with pelvic ultrasound in 8 to 10 weeks was recommended,the visualized portions of the gi tract show no evidence of bowel wall thickening, adjacent inflammatory change or intrinsic mass. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and mr received, patient demographic information, lab data, essure indication, start stop and lot number updated and events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines /headaches, dyspareunia (painful sexual intercourse) were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 26-year-old female patient who had essure (batch no. 808914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dizziness. No inhaler needed.no problems since childhood,findings: no discrete lesions are seen the liver, spleen, adrenals, pancreas nor the kidneys, gallbladder shows no prescriptions, no biliary duct dilatation is seen, no dilated loops of bowel are seen, no compression vertebral deformities are seen,no hydro nephrosis nor calcifications in the kidneys on either side and no change,there is no hepatosplenomegaly, focal hepatic or splenic lesion seen, there is no dilatation of the intrahepatic biliary radicles, no large gallstone seen, there was no renal stone or evidence of obstructive uropathy seen bilaterally, no renal mass seen, both kidneys demonstrate normal excretion.no bowel obstruction, no abdominal aortic aneurysm or dissection seen, no retroperitoneal mass seen. Incidentally noted is a large circumaortic left renal vein. No acute intracranial hemorrhage, extra-axial fluid collection or mass lesion. No mass effect or midline shift. The suprasellar and basilar cisterns are 'co patent. There is preservation of the gray-white matter differentiation.there is suboptimal opacification of the pulmonary artery. No pulmonary embolism,no enlarged supraclavicular, axillary, mediastinal or hilar lymph nodes identified.there is no focal consolidation. No pneumothorax.no acute cardiopulmonary normality.deep vein thrombosis,no renal stone or evidence of obstructive uropathy seen bilaterally. No other significant interval change seen.not visualized due to bowel gas.no free fluid in posterior cul-de-sac.no fluid in the cervix was seen.no evidence of inguinal adenopathy.the kidneys show no evidence of obstructive uropathy. No renal stones or cysts identified,no free fluid or pelvic adenopathy was present.no radiographic findings to explain patient's acute abdominal pain. Previously administered products included for an unreported indication: coumadin. Concurrent conditions included cardiovascular disease, unspecified, cardiovascular syncope, anxiety, mitral valve prolapse, kidney stone, pulmonary embolism, chest pain, anemia iron deficiency, shortness of breath, malignant lymphoma nos, sarcoma (lymphatic), asthma, menometrorrhagia, abdominal pain, back pain, phlebolith, paranasal sinus infection, swelling nos, uterine bleeding, weight gain, depression, endometriosis, irregular menstruation, myalgia (and joint skin), hypothyroidism, nausea, vomiting, dysuria, fever, chills, drug allergy (reglan) and drug allergy. Concomitant products included acetylsalicylic acid (aspirin) for homocysteine level increased. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (she had surgery to remove the essure implant.) And surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, headache and dyspareunia outcome was unknown. The reporter considered dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. MRI brain of (B)(6) 2013. Contiguous axial slices of the head were submitted without IV contrast. The brain volume was age-appropriate. Findings: uterus: anteverted measuring 7.3 x 4.7 x 3.9 cm in its greatest longitudinal ap and transverse dimensions respectively. Myometrial echo pattern appears homogenous and unremarkable. Trace fluid is seen in the cervix. Endometrium measures 5.7 mm in its double layer thickness. This was within normal limits. Comparison: CT abdomen pelvis dated (B)(6) 2014. Technique: multiple contiguous axial CT slices of the abdomen and pelvis were obtained without oral or IV contrast. Additional coronal reformatted images were also obtained.bilateral tubal ligation inserts are present. There is a large right adnexal cystic lesion measuring approximately 4.9 x 5.0 cm. This was almost certainly benign, further evaluation with pelvic ultrasound in 8 to 10 weeks was recommended,the visualized portions of the gi tract show no evidence of bowel wall thickening, adjacent inflammatory change or intrinsic mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical problem). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.